Manufacturer narrative:
(B)(4). The technical service engineer checked the machine, verified the complaint and replaced both displays. Now the machine is reported to be working properly.

Event description:
It was reported that the ventilator was not working. The ventilator was not in patient use when the problem was identified.